Event description:
A user facility reported that the needle would not retract during a procedure. Another needle was used to complete the procedure. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company's MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, market quality performed a visual inspection and observed no signs of damage to the handle, locking mechanism or slider. The needle was observed under a microscope, debris was on the needle indicating the device has been used. Market quality tested the needle sharpness function with a piece of foam material; the needle was able to pierce through the foam smoothly with no catching/restriction observed. The needle was returned with the stylet still attached. Market quality withdrew the stylet from the aspiration port and re-inserted it. The stylet was able to advance fully. The needle was able to fully advance, however when pulling the slider back the needle would not retract, confirming the user¿s request. The observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or angulation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage¿ olympus will continue to monitor the field performance of this device.